Event description:
Information was received from a consumer regarding a patient who was receiving lidocaine, baclofen and fentanyl (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The patient had three oral prescriptions. The date of the event was (B)(6) 2016. It was reported a live wire above the patient's head in her room caused headaches. An electromagnetic field was pulling the pump to the mattress. The live wire under the floor caused this. The patient was feeling a shock of electricity and her breast implants would go numb and hurt. The patient was exposed to electromagnetic interference for seven weeks because she was in her room for seven weeks straight 24 hours per day. The "live wires are in her house and they hook up to a smoke detector". The "emi exposure in her house is stronger than most humans can live with."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.